Event description:
A report was received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Testing indicated that the carriage washer was loose, which caused a check clutch/plunger alarm. The carriage washer was tightened to the correct position. Following repair, the device passed all function and delivery testing.